Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the evaluation the monitor displayed service code 29. The cause of the failure was isolated to a poor connection at the interconnect pca. Once the connector was reseated the monitor passed all functional testing. The root cause of the poor connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
During the review of routine service data a reportable problem was found. Monitor sn (B)(4) was displaying a service code 29 and was unable to complete functional testing.